Manufacturer narrative:
During the analysis of the lead, fraying of the insulation 11 cm distal of the is-1 connector pin as well as conductor fractures of the coils at the same site were detected. This damage manifestation can therefore with high probability be regarded as the cause for the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - in june & july 2013, intermittent jumps in impedance to >3000 ohm could be seen in home monitoring; soon after, the pacing threshold could no longer be measured automatically and ineffective lv capture behavior was observed in the iegm. During explantation, a damaged lead was discovered.